Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. High impedances on contact 2 during intra op testing were reported. No known patient or environmental factors that may have led to or contributed to the issue were reported. A new lead was used and the issue was resolved at the time of the report. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the hospital had possession of the explanted lead and ¿had to go through their channels.¿ the rep. Gave the hospital a return mailer kit to return the device if they could. No further complications were anticipated.

Manufacturer narrative:
Analysis of lead lot va1vvwl revealed the electrode distal end was bent. If information is provided in the future, a supplemental report will be issued.